Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. However, device trace download analysis confirmed the device alarmed low battery alert. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that every time customer inserts new battery, it gives replace battery alarm. Customer stated insulin pump received low battery alert prior to the replace battery alert within 8 hours from low battery. Customer stated that the battery was not previously used and battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.